Manufacturer narrative:
Unit passed displacement test and self test. Unit was communicated properly with blood glucose meter. Pump error alarm found in the pump history due to software error. Unit was received with scratched case and minor scratched lcd window. No moisture damage on electronic/motor assembly noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer¿s parent reported via phone call software error detected alarm on the insulin pump. Customer¿s blood glucose level was 153 mg/dl. Troubleshooting for the software error detected alarm was performed. Customer advised the insulin pump shut off in addition to the alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.